Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6), inc product. We have satisfied the reporting requires for the (B)(6) product(s) and are providing notice regarding the manufacturer noted below: it was reported that during an atrial fibrillation case, a pericardial effusion was noticed in the patient. The caller reported that at the beginning of the case, it was confirmed via ice while in the right ventricle, that there was a "trace effusion" present in the left ventricle, prior to the start of ablation and prior to obtaining transseptal access. The caller reported that the physician decided to monitor the trace effusion, and continue the procedure, and gained transseptal access. The caller reported that after completing mapping, and before starting any pfa ablation with the farawave¿ pfa catheter, the boston scientific representative had noticed that the farawave¿ pfa catheter was inserted very "deeply" into the left superior pulmonary vein. The caller reported that when the physician had checked on ice after that, for confirmation of any changes in the effusion, it was confirmed that everything looked normal, and there was no change in the effusion. The caller noted that at this point they were visualizing via ice while located in the left atrium. The caller noted that they did not do a "sweep through" of the right ventricle, and only visualized the left ventricle on ice, at the time. The caller reported that the physician then proceeded with pfa ablation. The caller then reported that a bit later in the procedure, after completing some pfa applications, it was noticed that the effusion had grown larger in size around the right ventricle. The physician decided to continue monitoring the patient, as there was no change in heart rate in the patient, and the blood pressure had "maybe" a "slight drop." The caller noted that the slight blood pressure drop at the time, did not appear "significant." The caller then reported that after the physician had completed the ep study, and checked on ice, it was noticed that the effusion had again increased in size. The caller then reported that there was a slow and gradual decrease in blood pressure in the patient. The caller reported that the medical intervention provided was a pericardiocentesis or "tap," and about 400cc of fluid was removed. The caller reported that the patient was last known to be in stable condition. No fse follow up or service has been requested. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).